Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the product confirms that there is a fracture therefore confirming the complaint. Fracture mode is likely an overload fracture with multiple initiation sites. Based on the location of the initiation site and the direction of the propagation of the fracture, it is likely that the surgeon was leveraging on the inserter at the time of fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. Without being present at the procedure, it is impossible to determine a root cause. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
During a procedure, the threaded portion of the inserter fractured off upon impacting the acetabular shell. The procedure was completed without delay; no pieces were retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.